Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door was failed to open. A field service engineer confirmed customer recovery attempts were unsuccessful, identified the root cause as poor signal feedback due to contamination on the latch micro switches, cleaned the micro switches, which restored proper operation, verified functionality successfully using hardware test application (hta) by performing multiple open and close cycles and status feedback checks, confirming normal operation of door2. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door was failed to open. Customer tried to reboot and recover the drawer, but issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.